Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient called in to update the registration for an explanted device. Per checking the record the device is still active on the patient record. Patient had mentioned that the device was explanted because it was not working. Patient could no longer remember the exact date of explant and if leads were also explanted. Will update the record once the registration and research is complete.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 (lot: va1gf8q); product type: 0200-lead; implant date (B)(6) 2017; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.